Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures and the motor arm cannot communicate with the main arm. The customer¿s blood glucose level was 138 mg/dl. The customer was able to clear the alarm and able to complete pump rewind. The customer stated that self test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63(variable 3) alarms are confirmed in pump history file due to a broken trace at keypad assembly. No pump error 4 alarms noted during testing.